Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having discrepancies between their sensor glucose and blood glucose readings. The customer's blood glucose was 134 mg/dl. The customer stated their sensor glucose was reading 54 mg/dl. Customer also reported their insulin pump would go into threshold suspend mode. The customer was advised of the proper techniques to minimize inaccurate meter readings. No additional information provided.